Manufacturer narrative:
Event conclusion the rate sensing terminal pin section was returned. Cpi's analysis found: the lead met electrical specifications. A visual inspection noted the conductor coils were stretched and deformed. Microscopic analysis indicated the conductor coil filars are fractured and insulation is torn. Fractured conductor coils and insualation damage are most likely due to a load being applied to the lead at implant, or due to the position of lead in the body, coupled with movement.

Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to low impedance. The physician elected to replace the rate sensor with a new rate sensing lead.